Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to alleged infection. An invoice history could not be located to confirm the surgery dates and which components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. Manufacture date ¿ unknown